Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A wet fluidics management system (fms) was visually inspected and was tested using a console. The product could be recognized, and the service data could be retrieved from the console. However, the product failed to prime and generated a system message code 162. A leak occurred at the aspiration tubing to cassette insertion due to lack of solvent which created channeling between the wall of the cassette and the aspiration tubing. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and product received, the root cause of the system message code 162 could not be conclusively confirmed. Based on the investigation findings, the root cause is unassignable. The broader investigation identified potential contributing factors that may influence the occurrence of system message 162 that include variability in socket bonding performance and gaps in operator training related to the bonding process. An internal investigation was completed. Preventative action plans were initiated to address the contributing factors at the manufacturing site prior to june 2026. Preventive: create and implement on the job training documents that detail the precise process for socket bonding manifolds to fmss. Preventive: update fms maintenance action plan (map) and techno ideal method of procedure (mop) to include the details outlined in the on-the-job training. Complaints are reviewed and will continue to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration pressure did not rise during the cataract surgery with intraocular lens implant. The procedure was completed after replacement of product with new one. There was no patient impact.